Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided in the article: date of event - ni. Expiration date - ni. Date implanted - ni. Date explanted - ni . Initial reporter - m.h. Hjorth, et al. Manufacture date ¿ ni.

Event description:
It was reported in a journal article that an MRI scan identified a pseudotumor in one patient post-implantation. No further information is available and the patient outcome is unknown.